Event description:
The customer filed a medsun report (B)(4)to FDA, the report states: the malyugin ring was opened for use. However, the surgeon noticed the ring was not correctly angled/defective when deployed for use. Another malyugin ring was opened and the surgeon noticed the same issue. Per the team, material of the ring was changed in 2.0 version. No patient injury reported.